Event description:
Blood glucose readings between 200 - 300s mg/dl. Customer experienced elevated high blood glucose symptoms and was shaky. Took insulin, felt better. Paramedics were called twice -- because readings were different. Customer taken to the hosp and admitted for observation. No controls were in use. A requested was made for the return of the suspect device and replacement product was sent.